Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Based on the available information, a defect in the foot switch that was used could not be ruled out as the cause of the error. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The evaluation was unable to confirm the reported e433 error/continuous reboot as the unit was passed all functional tests and all output levels were within specification. The unit's recorded error log shows the e433 error listed multiple times. The unit was returned to customer; inspection only as no problems were found. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported that during inspection before use, the high frequency electro-surgical generator displayed an e433 error and continuously rebooted. There was no patient involvement. The unit was replaced with the another hf unit and the intended procedure was completed without issue. No adverse outcome to the patient or procedure.